Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead repeatedly dislodged during the placement procedure, and the physician complained about the stiffness of the lead. Additionally, the patient had severe tricuspid regurgitation during the procedure. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).